Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged nose bleed, headache. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam; the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headaches and nosebleeds. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation there is dust contaminant on the top enclosure, front panel, blower box, rear panel, and bottom enclosure and blower and blower seal. A keratin-like substance was observed on the blower box outlet. The manufacturer was used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation. The manufacturer not able to confirm the complaint and address the symtoms specified.